Event description:
It was reported that the vad coordinator detected that the low priority alarm of the controller had a low to nearly no sound. The controller was exchanged.

Manufacturer narrative:
It was indicated that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00373 and 3007042319-2015-00374) submitted for devices related to the same event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of (B)(4) revealed that the devices met specifications; the controllers passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "low sound" are most often attributed to a faulty speaker. The root cause cannot be conclusively determined; a possible root cause is a faulty speaker. There are no known clinical factors that could have contributed to this event. This is report two of two reports (3007042319-2015-00373 and 00374) submitted for devices related to the same event. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.